Event description:
Homepatient reported feeling discomfort, as if he were overfilled, while using the homechoice cyle for automated peritoneal dialysis therapy. Home patient reportedly discontinued therapy with the homechoice prior to therapy completion, resulting in an incomplete drain and the total ultrafiltrate volme of - 1934ml. According to homepatient initially reported no alarms or bypasses, however, follow up with homepatinet revealed homepatient had bypassed "low drain volume" alarms during therapy. Follow-up with healthcare professional revealed homepatient is very senitive to fluid volumes manual exchange during the day in addition to therapy using homechoice cycler at night. According to homepatient there was no patient injury or medical intervention.